Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. The same day as event onset, the patient was hospitalized for the peritonitis. At the time of the report, the patient was recovering from the event. Physioneal and extraneal therapies were ongoing. No additional information is available.